Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with antibiotics (specific date, type and duration not reported), however the issue did not resolve. The device was explanted under general anesthesia on (B)(6) 2023. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.